Manufacturer narrative:
On 8/23/2019 mentor became aware that the manufacturer site phone erroneously displayed the wrong number. The proper value has been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. A manufacturing record evaluation (mre) was performed for the finished device number 6520854, and no non-conformances related to the reported complaint were identified. Manufacturing date: 11/08/2011. Sterilization expiration date: 11/30/2015. A manufacturing record evaluation (mre) was performed for the finished device number 6453343, and no non-conformances related to the reported complaint were identified. Manufacturing date: 03/12/2011. Sterilization expiration date: 03/31/2015. Concomitant products: mentor smooth round moderate profile 525cc saline prostheses, catalog #3501685, serial #(B)(4) or (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who had mentor smooth round moderate profile 525cc saline prostheses placed on an unknown date experienced deflation of an unknown side post procedure. The patient received an official medical diagnosis of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor received device serial/lot numbers (B)(4) and (B)(4) relating to this event. However, it was stated that only one deflation took place, and that it is not known which serial number belongs to the deflated implant. Therefore, the sections for serial and lot number are being left blank, and will include a manufacturer¿s record evaluation for both lot numbers. If additional clarification if received in the future, then a supplemental report will be submitted.